Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that during auto test the patient pump alarmed motor arm failed self-test and the motor arm cannot communicate with the main arm. Customer's mother was advised to discontinue the use pump and revert to back up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed hardware low level failures and motor arm communication alarms are noted in the formatted history file; the problem was isolated to the ambient light sensor on the keypad assembly. No motor arm failed self-test alarm noted during our testing. However, the insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.